Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device prompted "connect therapy pads¿. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.